Manufacturer narrative:
Continuation of d11: product ID 39286-65 lot# serial# (B)(6) implanted: (B)(6) explanted: product type lead product ID 37761 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 37791 lot# serial# unknown implanted: explanted: product type recharger h3: product ID 37761 lot# serial#(B)(6).product type recharger analysis of the recharger found that the connector pin was broken. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 37761, serial#: (B)(4), product type: recharger. Product ID: 37791, serial#: unknown, product type: recharger. Other relevant device(s) are: product ID: 39286-65, serial/lot #: (B)(4)., ubd: 24-jun-2019, UDI#: (B)(4). Product ID: 37761, serial/lot #: (B)(4), ubd: 24-jun-2019. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative regarding a patient with an implantable neurostimulator ( ins) for failed back surgery syndrome, spinal pain, and non-malignant pain. It was reported that the recharger was dead as the desktop charge connector pin was bent and the wires were showing. The recharger antenna was damaged by a puppy chewing it up. The patient reported they had some pain and they noticed that when the ins recharge level got to about half, the charge level burned down quickly. They further reported the same issues, but then the patient thought it was just a mental thing. The patient then reported they wanted to get their ins reprogrammed. They explained they currently had 4-5 programs on the ins and their body had gotten used to the different programs. Therefore, the ins settings were not effective. They were experiencing problems charging the ins. They received a replacement device and they were still having to charge the ins every 2-3 days for 2 hours to get the ins to full from 25-50% charged. They confirmed they were getting full coupling when they charged. The manufacturer representative (rep) further reported that the patient had a cervical surgery and since then they had been getting uncomfortable stimulation in their chest wall area, which is what the stimulator was placed for. However, the patient felt like they needed it reprogrammed. They didn't think all the groups and programs were showing up on the programmer. They were also having problems recharging. It seemed like the problems started since the cervical surgery. The impedances were checked and 7 contact showed that it was shorted. They looked at the recharger and they noticed that the cord had wires exposed. They checked the programmer and everything was showing up fine. The rep reprogrammed and made sure that contact 7 was turned off on all the groups and programs. The patient was then getting better stimulation. They checked the patient programmer after they programmed with the tablet and everything showed up on the programmer. They told the patient to get the antenna portion replaced. The issue was resolved at that time and no surgical intervention was planned/occurred. The patient called in and stated that they met with a rep and they ran diagnostics on the patient and they had a bad lead. The also mentioned they received new equipment last week. No further complications were reported or anticipated.